Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 49 mg/dl; cause was not known. Customer consumed carbohydrates to address bg. Reportedly the customer continued to use pump for insulin therapy.